Manufacturer narrative:
We are unable to fully investigate this event as the lot number is not legible.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced pain, inflammation, mesh deformation, mesh removal and recurrent hernia requiring additional surgery, mesh contraction, mesh migration, failure of incorporation, dense intra-abdominal adhesions, small bowel adhesions, and fluid surrounding the mesh from a previous implant of mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.